Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8780 lot# serial# (B)(4) implanted: 2016 (B)(6) explanted: 2017 (B)(6) product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that there were no symptoms. It was also reported that the catheter was still working. The rep had no further information. No further complications were anticipated/reported.

Manufacturer narrative:
Analysis of the catheter body found damage to the transition tube. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6), explanted: (B)(6) , product type: catheter.

Event description:
Information was received from a healthcare professional regarding a patient who was receiving 5mg/ml morphine at "1.5mg ml," via an implantable infusion pump for an unknown indication for use. It was reported that the proximal segment of the catheter was frayed. It was still functional but the doctor decided to add a revision segment of the same length to the existing catheter. There were no environmental/external/patient factors that may have led or contributed to the issue. It was reported the patient was originally scheduled for a pocket revision due to the pump moving in the pocket. During the revision it was determined the catheter was frayed. A mesh pouch was also added to avoid further movement of the pump. It was reported that the issue was resolved at the time of the report. The patient's status was reported as "alive-no injury." No further complications were anticipated/reported.